Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the pump was hard to read in the daylight. This issue happened gradually and was first noticed in the last year. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.